Event description:
The customer reported a lead failure. There was no pt involvement.

Manufacturer narrative:
(B)(4). The customer reported a lead failure. There was no pt involvement. The device was sent to the philips bench for eval. The reported symptom could not be reproduced. Per preventative maintenance and the discretion of the repair technician the processor pca was replaced. The device passed all required verification testing and has been returned to the customer site for use. We were unable to reproduce the reported and therefore unable to determine the cause. No further investigation or action is warranted.